Event description:
Followup # 1: (B)(6). Spoke with pdrn (B)(6) on (B)(6) 2026 at 2:36 pm (B)(6). To obtain additional information on whether the patient treatment was completed, if adverse effects were experienced, and if medical intervention was required. The pdrn confirms that the patient was unable to complete treatment on the reported day (B)(6) due to the catheter issues and complete treatment on the following day (B)(6). Regarding the patient's hospitalization, the pdrn provided the following information. The patient was admitted on (B)(6) 2026 due to abdominal bloating related to a pd catheter issue, and the pdrn mentioned there is no expected discharge date at the moment of the call. The pdrn mentioned the patient does not present with an active infection and they are waiting for test results. The patient is going to have a chest x-ray, and the pdrn mentioned they believe the catheter was out of place, which could be the cause of these fill and drain issues. The pdrn confirmed it is not related to the pd treatment supplies or any fmc product. The pdrn confirmed the patient is going to switch modalities from peritoneal dialysis to hemodialysis due to the catheter issues. The pdrn believes this switch is going to be permanent, but they have not removed the catheter yet. No additional information was provided as this is the only information the pdrn has available. There was a patient hospitalization due to abdominal bloating due catheter issues, change in modality due to catheter issue. The required information has been obtained. Therefore, no further follow up is required at this time. If additional information becomes available, the file will be reassessed and updated accordingly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).